Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in loading a new cartridge correctly and successfully resumed insulin therapy, resolving the issue. In addition, the customer requested a replacement cartridge, which technical support agreed to provide.